Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was trying to refill reservoir but it did not work, they put in the new cylinder and also change the battery. When they tries to fill tubing gets a no delivery alarm. The customer¿s blood glucose was 200 mg/dl. The customer was assisted with troubleshooting. Customer stated that they performed 5 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer stated that they run manual prime with empty insulin pump until piston reaches end of travel and insulin pump alarmed with no reservoir. Customer stated that the plunger was available, they push insulin slowly through the tubing. Customer stated that the insulin did not exit with plunger push. The device will not be returned for analysis.